Event description:
This spontaneous report ((B)(6)) from the united states of america was reported by a female consumer (age unspecified) whose spinbrush pro head came off and broke her tooth coincident with a and h spinbrush pro unspecified (spinbrush pro clean). The consumer's medical history and concomitant medication were not reported. On an unspecified date, the consumer initiated a and h spinbrush pro unspecified (spinbrush pro clean) via the dental route. The consumer stated that while using spinbrush pro clean, the head of it came off and broke her tooth. No additional information was available. The action taken with a and h spinbrush pro unspecified (spinbrush pro clean) was unknown. The outcome of the event broke my tooth was unknown. The outcome of the event head of it came off was not applicable.